Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 627294) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concurrent conditions included ovarian cyst, endometriosis, hypertension and vaginitis bacterial. Concomitant products included cetirizine hydrochloride (zyrtec allergy), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only),hysterectomy(full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, female sexual dysfunction, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of coils: right tube 6 coils, left tube: 1 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2009: total bilateral occlusion. Pathology test - on an unknown date: uterus and cervix, hysterectomy secretory endometrium adenomyosis and flexible metal coils present within the myometrium the fundus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs receveid. Plaintiff has suffered physical pain/ pelvic pain were updated .event plaintiff has suffered physical pain/ pelvic pain outcome were updated to recovered. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain') in an adult female patient who had essure (batch no. 627294) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concomitant products included cetirizine hydrochloride (zyrtec allergy), nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only),hysterectomy(full)). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, depression, anxiety, female sexual dysfunction, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain') in an adult female patient who had essure (batch no. 627294) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concomitant products included cetirizine hydrochloride (zyrtec allergy), nsaids and paracetamol (acetaminophen). On(B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only),hysterectomy(full)). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, depression, anxiety, female sexual dysfunction, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs received : previously reported event "device monitoring procedure" was deleted as hysterosalpingogram results were updated. Following events were added : apareunia, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), weight gain, abdominal pain.lot number added. Reporter information added. Concomitant products and medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ pelvic pain') and device dislocation ('migrationre') in an adult female patient who had essure (batch no. 627294) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included ovarian cyst, endometriosis, hypertension, vaginitis bacterial and asthma. Concomitant products included cetirizine hydrochloride (zyrtec allergy), nsaids, paracetamol (acetaminophen) and salbutamol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia inability to have sexual intercourse"), dysmenorrhoea ("dysmenorrhea cramping") and dyspareunia ("dyspareunia painful sexual intercourse") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), the first episode of mental disorder ("psych injury"), post procedural complication ("post removal complication") and the second episode of mental disorder ("psych injury"). The patient was treated with surgery (supracervical hysterectomy (uterus only),hysterectomy(full). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device dislocation, menorrhagia and abdominal pain had resolved and the vaginal haemorrhage, depression, anxiety, female sexual dysfunction, dysmenorrhoea, dyspareunia, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage, weight increased, the first episode of mental disorder and the second episode of mental disorder to be related to essure. The reporter commented: number of coils: right tube 6 coils, left tube: 1 coils. Discrepancy noted in essure explant date (B)(6) 2012. She received treatment for pelvic pain, menorrhagia, psychological disorders. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded; on (B)(6) 2009: total bilateral occlusion. Pathology test on an unknown date: uterus and cervix, hysterectomy secretory endometrium adenomyosis and flexible metal coils present within the myometrium the fundus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: new events essure migration, psychological disorders and post procedural complication outcome of event and rcc and references updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/ pelvic pain') and device dislocation ('migration') in an adult female patient who had essure (batch no. 627294) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included ovarian cyst, endometriosis, hypertension, vaginitis bacterial and asthma. Concomitant products included cetirizine hydrochloride (zyrtec allergy), nsaids, paracetamol (acetaminophen) and salbutamol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), the first episode of mental disorder ("psych injury"), post procedural complication ("post removal complication") and the second episode of mental disorder ("psych injury"). The patient was treated with surgery (supracervical hysterectomy (uterus only),hysterectomy(full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device dislocation, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression, anxiety, female sexual dysfunction, dysmenorrhoea, dyspareunia, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage, weight increased, the first episode of mental disorder and the second episode of mental disorder to be related to essure. The reporter commented: number of coils: right tube 6 coils, left tube: 1 coils discrepancy noted in essure explant date (B)(6) 2012 and (B)(6) 2012. She received treatment for pelvic pain, menorrhagia, psychological disorders, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2009: total bilateral occlusion. Pathology test - on an unknown date: uterus and cervix, hysterectomy secretory endometrium adenomyosis and flexible metal coils present within the myometrium the fundus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia lot number: 627294, manufacture date: 2008-05, expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Processed with fu no.10. Outcome of previously added events abnormal bleeding(vaginal) was updated to recovered/resolved. On 22-may-2020: quality safety evaluation of ptc. Processed with fu no. 09. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included nsaids and paracetamol (acetaminophen). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: new pfs received- new events added:abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish,she did not undergo essure confirmation test. Outcome of event pain from unknown to recovering/resolving was updated. Concomitant drugs were added. Product information was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.